Event description:
It was reported that dft test failed to convert the patient, external defibrillator had to be administered. Lead anomaly was suspected. The lead was explanted. Previous lead replaced due to twiddlers.